Event description:
This report is based on information provided by philips remote service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus ls manual indicating that while the device was removed from service at the third-party bench repair, an emergent issue regarding the central processing unit (cpu) was discovered. The cpu was causing a current consumption test failure. As the device was removed from service at the time of the discovery, no patient was involved during the event.